Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15th april 2026, it was reported by an arthrex employee via email that for an ar-8400pr, powerasp, 4.0 mm x 13 cm, while using the product as usual, the red resin at the connection point with the handpiece cracked and deformed during use. This was detected during an unspecified procedure on (B)(6) 2026. The procedure was completed successfully as the device was replaced with a new one. No significant surgery delay reported. No additional anesthesia administered to the patient.